Event description:
The customer reported the surgeon implanted an 13.2 vicmo13.2 implantable collamer lens on (B)(6) 2014 in patient's right eye and the lens was explanted (B)(6) 2014 due to excessive vault. The lens was removed and replaced with a smaller lens and this resolved the problem.

Manufacturer narrative:
Initial reporter: phone# unknown. (B)(4). Method: lens work order search. A lens work order search was performed and revealed no similar complaints were found. (B)(4).